Event description:
It was reported that an ilet user¿s caregiver stated meal announcements were leading to doses perceived as too high, which led the family to stop announcing meals and resulted in frequent high blood glucose readings; a factory reset was performed and further education with the clinical team was planned. Symptoms included hyperglycemia. Outcomes included inconvenience and the need for troubleshooting and user education. Investigation included customer service troubleshooting and a factory reset. Investigation of this case revealed no device alarms or alerts and suggested user-related factors associated with meal announcement practices and meal size selection as likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use environment factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.